Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display after resetting the insulin pump and receiving a new battery cap. The customer stated that he woke up and the display was blank. The blood glucose at the time of the incident was unknown. During troubleshooting, the display retuned and the insulin pump had a power loss alarm. The customer was assisted with clearing the alarm and resetting the time and date. He was advised to monitor the insulin pump. The device will not be returned for analysis.